Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to need assistance with setting up the device. Customer's blood glucose was 45 mg/dl then increased to 333 mg/dl. Customer called in another time regarding high blood glucose. Customer's blood glucose was 576 mg/dl. During troubleshooting, customer was unable to get the clamp on the tubing. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.